Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection and the inspection findings from the third-party distributor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, an olympus asset, with no reported complaint. During the evaluation of the device, unclear and blurred image quality was observed. The service center determined that the most likely cause of the unclear and blurred image quality was component failure. There was no patient involvement.